Event description:
A malfunction was reported on the pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the malfunction code, which did not recur after the reset. The customer was advised to continue using the pump and to contact technical support if any issues arise again.